Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device after an atrial fibrillation interventional procedure using an 8.5f sheath. It should be noted that the prostyle instructions for use (IFU), states: for arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the use of only one device to achieve hemostasis or the absence of performing the preclose technique would not contribute to a needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 - medical device problem code 1494 clarifier: indication for use

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device after an atrial fibrillation interventional procedure using an 8.5f sheath. Reportedly, the device was held lower than a 45-degree angle when a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.